Event description:
The customer reported false positive results with the ID now covid-19 assay for two patients performed on various dates. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested swab. Repeat testing was performed on the same day (B)(6) 2021 generating positive results. An undisclosed antigen test was performed on (B)(6) 2021 as well and generated negative results. Confirmation testing with pcr performed on (B)(6) 2021 generated negative results. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-01572.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1049915 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1049915 and test base part number 190-430 / lot 1049915. The lot met the required release specifications. A review of the complaints reported as false positives patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1049915 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles provided could not be reviewed for the specified patient tests and dates reported by the customer.